Event description:
A pocket revision was performed due to device erosion through the skin, the physician alleges the erosion was due to patient anatomy. The device was explanted and replaced and the patient was in stable condition.